Event description:
It was reported that a stent deployment issue occurred. The 50% stenosed target lesion was located in the non tortuous and calcified mid superficial femoral artery (sfa). A 8x82x120 epic¿ vascular stent was advanced and implanted in the target lesion. However, it was noted that the stent was shortened. The procedure was completed with a non-bsc stent to cover the shortened stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).